Manufacturer narrative:
The samples were collected in 3 ml bd vacutainer tubes and were approximately 1 hour old. The samples were processed in the automatic (primary) mode. Controls were run before and after the event and recovered within assay limits. A field service engineer (fse) was dispatched and checked that the instrument was working properly. The root cause is unknown. Per labeling, bci does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the patient population.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument generated erroneously high basophil (ba%) differential results for three patient samples, two of which had instrument generated flags. The customer reran each patient sample on an alternate instrument and recovered lower basophils results which the customer considers correct. There was no death, serious injury, or change to patient treatment in this event.